Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that a helix anomaly was also observed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant on (B)(6) 2020, great sensing but intermittent capture was observed on the lead. A new lead was requested and the new lead was placed in a different area of right atrium with adequate sensing and threshold. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.